Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received five inappropriate shocks due to noise and oversensing on the pace/sense portion of the right ventricle (rv) lead. In addition, the interrogation showed spikes in rv pacing impedance and high impedance with elevated sensing integrity counter (sic) counts. The lead was suspected to be fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.